Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 71-year-old male patient presenting with ami/cgs, with a medical history significant for coronary artery disease and renal insufficiency. Overnight, the purge flow decreased to <3 ml/hour, prompting administration of tpa per hospital protocol. The patient was already on systemic anticoagulation and was transitioned to systemic bivalirudin due to concern for potential hit. Later that morning, a purge system blocked alarm was triggered. The local team and csc were notified, and the patient was weaned to p2 under echocardiographic guidance. It could not be determined whether thrombus was present at the inflow or outflow. Left ventricular function had improved, and the patient no longer required inotropic support. A decision was made to explant the device with cardiothoracic surgery in the cvor. During induction of anesthesia, the patient required systemic epinephrine and milrinone infusions. The impella catheter was removed without complication, and no clot was visualized on the cannula or inflow/outflow segments. The patient remained hemodynamically stable throughout the procedure and was returned to the cvicu for ongoing management. The reported events include high purge pressure, medical device removal, medication administration, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the removal; however, the removal was completed without any adverse consequence to the patient, and support was appropriately maintained.

Manufacturer narrative:
D1. Brand name updated. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. High purge pressure: the cause of the high purge pressure could not be determined as no logs were returned and issue did not reproduce with returned product. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.